Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No unexpected load reservoir alarm, no delivery or insulin flow blocked alarm noted. Pump primed properly. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of the 544 mg/dl and also stated that, the insulin pump will not turn on. The insulin pump kept saying load reservoir and changed and load reservoir, primed the tubing, it would not deliver. The significant events leading to hospitalization were stomach pain and vomiting. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot for no delivery when priming the tubing and troubleshooting was not done for the insulin pump not turning on. The device is expected to be returned for analysis.